Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device, so the reported complaint could not be confirmed and the repair could not be verified. A non-medtronic service provider checked the lcd cable, found it faulty and it needs to be replaced.

Event description:
It was reported that during set up the ventilator display was blank. There was no patient involvement.